Manufacturer narrative:
(B)(4). Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 -10.00 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. Low vault was observed and the lens was explanted and exchanged for a longer lens on (B)(6) 2015. This resolved the problem.see MFR. # 2023826-2015-01628 for left eye.